Event description:
The customer contacted baxter's (B)(4) to report a nonfunctional compact exchange device (cxd). It was stated that there were broken pieces inside and the bag would not spike. The technical service representative (tsr) explained the need and procedure to swap out the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed. The device was tested and passed all test requirements prior to being released. No issues were identified that may have caused or contributed to the reported issue of "broken pieces inside and the bag would not spike."